Event description:
A peritoneal dialysis (pd) patient "frequently" experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti- inflammatory drug and cephalosporin for treatment. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn at the later stage of treatment. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the peritonitis occurred "since (B)(6) 2021". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.